Event description:
Taste disturbance reported after first fitting. Initial implant (B)(6) 2012.

Manufacturer narrative:
This is a "catch-up" medical device report as agreed with the food and drug administration at our meeting on (B)(4) 2012. This patient reported some form of taste disturbance that persisted after the first fitting after activation. The information available is limited to a tick box on a report form. No device was returned for analysis. The chorda tympani is usually divided during the implant procedure. The patient is specifically advised of this prior to the procedure. The presence of a taste disturbance os frequent and it typically resolves over time.